Event description:
It was reported the pt is no longer receiving adequate pain relief. It was also reported the pt has been experiencing rib stimulation. X-rays were taken and revealed lead migration. The pt does not plan on undergoing surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.